Manufacturer narrative:
The user facility did not disclose the lot number subject of the reported event. The detached brush head component of the subject device has been returned to steris endoscopy for evaluation, however a full evaluation could not be completed with the partial device. Following the reported event, the distributor provided in-service training to the user facility referencing the endoscope (fuji eg-l580nw7) instructions for use and instructed the users to check the brush after cleaning. The gemini cleaning brush instructions for use include the following statements: "original equipment manufacturer's guidelines regarding the care and cleaning of individual endoscope channels must be reviewed prior to the use of any cleaning brush. If the channel(s) are known to be occluded or resistance is met in attempting to pass the brush through the endoscope, do not force the cleaning brush through the endoscope, as this may result in damage to the channel." There have been no further issues reported.

Event description:
The distributor reported that the brush head from a gemini double ended cleaning brush was pushed out of the endoscope during a patient procedure. The brush head was retrieved and there was no report of harm to the patient or user.